Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver insturment had four lives remaining, but it was unusable due to a spontaneous cable break without any conflict. Another needle holder was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected before use and no damage or anything unusual was reported. There was no collision of the instrument with another instrument or tool during the procedure. No problems were reported with the opening/closing of the jaws. No problems were reported with the left/right movement of the jaws. No problems were reported with the up/down (pitch) movement of the wrist. One cable is visibly protruding from the distal end of the instrument. There is no mention of the up/down movement control. No fragment has fallen into the patient. The problem led to a delay of less than 15 minutes due to the time taken to change the instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have indentations on the outer face of the distal idler pulleys. There were no pieces missing.

Event description:
Refer to h11 for follow-up information.